Manufacturer narrative:
Johnson & johnson consumer, inc. Is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which johnson & johnson consumer, inc. Has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, johnson & johnson consumer, inc. Or its employees that the report constitutes an admission that the device, johnson & johnson consumer, inc., or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. H4, h6: device history records review was completed. No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition and product was manufactured per specification. The product was manufactured on (B)(6), 2022. If information is obtained that was not available for the follow-up #1 medwatch, an additional follow- up medwatch will be filed as appropriate.

Event description:
A female consumer reported an event with j&j band aid brand first aid paper tape from j&j first aid all purpose first aid kit. On (B)(6) 2023, the consumer experienced burns on her skin after the product was applied to the skin. The product was used to cover up an opening from unknown surgery. The consumer sought medical attention from a health care professional (hcp). The hcp prescribed a hydrocyclin cream for burn treatment. The consumer is still experiencing the reaction. This is 2 of 2 med-watches being submitted for j&j band aid brand first aid paper tape 1x10yds 1ct USA (B)(4) with possible lot 2272h (2214133-2023-00026). See medwatch 2214133-2023-00025 which captures event for j&j band aid brand first aid paper tape 1x10yds 1ct USA (B)(4) with possible lot 1322h. The same patient is represented in each medwatch.

Manufacturer narrative:
Johnson & johnson consumer, inc. Is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which johnson & johnson consumer, inc. Has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, johnson & johnson consumer, inc. Or its employees that the report constitutes an admission that the device, johnson & johnson consumer, inc., or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. A4, a5: weight, ethnicity and race were not available for reporting. D1, d2, d3, d4: this report is for one j&j band aid brand first aid paper tape 1x10yds 1ct USA (B)(4) 8137116153usa 8137116153usa, lot number 2272h. D4: UDI #: (B)(4). Upc #: (B)(4) expiration date: na. Lot #: 2272h. D10: device is not expected to be returned for manufacturer review/investigation. H3, h4, h6: device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. A review of the device history records has been requested. H6: health effect clinical codes: e2402 refers to consumer "intentional misuse/off-label use" of the product. Upon the review of johnson & johnson all purpose first aid kit (B)(4) USA 381372020453 product lot number 3192rm and consumer photographs, the device alleged with this event is j&j band aid brand first aid paper tape 1x10yds 1ct USA (B)(4) with two possible lot numbers (1322h and 2272h). This is 2 of 2 med-watches being submitted for j&j band aid brand first aid paper tape 1x10yds 1ct USA (B)(6) with possible lot 2272h (2214133-2023-00026). See 2272h 2214133-2023-00025 which captures event for j&j band aid brand first aid paper tape 1x10yds 1ct USA (B)(4) with possible lot 1322h. The same patient is represented in each 2272h. If information is obtained that was not available for the initial 2272h, a follow-up 2272h will be filed as appropriate.